Event description:
Reporter alleged high blood glucose device readings of 240-383 mg/dl. It was reported meter read in the 300s mg/dl and a different meter read 199mg/dl five minutes later. Reporter stated meter read 286mg/dl while a fasting measured 115mg/dl. Reporter indicated adjusting insulin dosage based on the higher readings. However, no medical treatment was reportedly received. A request was made for the return of the suspect product. However, no product returned.